Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that presented to clinic due to ongoing driveline communication fault alarms. It was noted that the patient had known tears in their driveline proximal to the modular cable. Log files were submitted for review and confirmed the driveline communication faults. The pump appeared to be operating within normal parameters. X-rays were to be taken of the driveline. The modular cable was exchanged and the alarms resolved. The patient moved around, and the modular cable was manipulated post exchange and there were no further alarms.

Event description:
It was reported that the patient was doing well with no further alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via submitted log file analysis. The log file captured a driveline communication fault alarm starting on 26oct2025 correlating to the system¿s comm-a line. The alarm remained active throughout the remainder of the data capture, which ended on 28oct2025. The events leading up to the alarm were unable to be observed, and no other notable events were recorded. The driveline communication fault alarm did not affect the modular cable¿s ability to support the system. The root cause of the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for modular cable (lot number 8789638) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline communication fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the modular cable. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.